Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a rewind anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer reported awaking with high blood glucose and while changing the infusion set the drops were not coming out. The customer states having issue starting a new set. The customer declined troubleshooting. The insulin pump will be not returned for analysis.